Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer. However the investigation of said device is still in progress at the time of this report. Review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Upon completion of the investigation, this report will be updated.

Event description:
Customer complaint alleges the plastic container did not puncture. Alleged issue was detected prior to use on a patient. No report of harm or injury to patient.

Manufacturer narrative:
(B)(4). An empty water bottle (product 381-50) was received for evaluation. Upon visual inspection, the bottom puncture port did not show a complete puncture. The plastic of the bottle was pushed in forming a "sleeve" instead of a clean puncture. A review of the manufacturing event log showed no issues that may have contributed to any quality issues reported. All process parameters were within specification, and all in-process qa inspections were acceptable. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges the plastic container did not puncture. Alleged issue was detected prior to use on a patient. No report of harm or injury to patient.